Event description:
A healthcare professional alleged that she performed a control test and rec'd a result of 200 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The customer service representative offered to sent a replacement bottle of test strips and control solution since the open date was not known. The caller declined the offer and stated that she would call back if there were any other issues. No product will be returned at this time.